Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer would not boot, it remains on the "please wait" screen, and therefore the hard drive was reimaged and the software reloaded. Analysis also found that the programmer did not recognize the universal serial bus flash drive when inserted and therefore the media processing unit was replaced. Because the "get patient" and "get log" information could not be pulled the hard drive was replaced. (B)(4).